Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Microsensor would not zero correctly. Issue discovered during pre-use testing. There was a delay of 60 mintues as they attempted to get the sensor to zero prior to using a backup device. Once the backup was used, no further issues were reported. No reported patient harm.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The device was returned and evaluated by the supplier. A review of quality records found that the sensor met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned component found a film residue over the sensor area that is no part of the manufacturing process. The sensor was unable to be balanced due to the film residue. The sensor was then cleaned. The sensor then passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on their evaluation, the supplier was able to confirm the reported issue and determined the cause of failure to be use related (film residue). The sensor passed all testing after cleaning. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.